Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to infection.

Event description:
Please refer to report 0009613350 - 2019 - 00013.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: infection. Event description: it was reported that a 65 years old female patient underwent an initial hip procedure on (B)(6) 2018. Subsequently, the patient was revised due to infection on (B)(6) 2018. Patient had scratches on left hip and pain in groin. Positive for staph a. Review of received data: summary of imaging: ap and frog lateral views of the right hip, undated. The ap view is limited by extensive artifact. Overall fit and alignment appear normal. Bone quality is osteopenic. No defined areas of abnormal radiolucency are seen. No bone destruction, soft tissue air, or other signs of active infection are present. There is no malalignment. No indication of subsidence, subluxation, corrosion or osteolysis in the images. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique is not reviewed as no surgical report was received to compare. The IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Sterilization certificate is reviewed and confirmed to be conforming to the specifications. Conclusion: patient underwent revision surgery due to infection after 9 months in-vivo time. The investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Possible causes of the infection include contamination of the product during operation, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. The received x-rays did not confirm the reported event of infection. Based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).